Event description:
It was reported following successful deployment of this femoral filter, removal of the guidewire met with resistance. Continued removal attempts resulted pulling the filter up into the right iliac vein. The sheath was readvanced to stabilize the filter and facilitate successful removal of the guidewire. Another filter was successfully placed without any pt complications. This device remains implanted. Therefore, no failure analysis will be available. The co's follow up revealed the guidewire was removed without the use of fluoroscopy, which may have contributed to this event. However, the co's unable to determine the exact cause for this event.